Event description:
It was reported that the handle of the subject device could not be activated and the loop could not be pulled together. Three endoloops were used in the polyp ligation of a pedunculated polyp procedure. There were no reports of patient harm. This is report 3 of 3.

Manufacturer narrative:
H10: 9614641-2024-20069. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. No abnormalities such as deformation were detected in the insertion section and the handle section. The loop was detached and was not returned for investigation. The hook extended when the slider was pushed. The hook presented no abnormalities such as deformation or bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.